Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main enhanced half height drawer 2-2 cubies kept failing. A field service engineer (fse) inspected the drawer after the cubies were shown as empty despite containing medication. The fse found scratch marks on the retractor band, removed and replaced both the drawer board and the retractor band to resolve. The fse also found scratch marks on the enhanced half height drawer 2-1 retractor band and replaced the retractor band. The customer then performed a successful inventory on the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 2.2 pocket e1 showed error message as required maintenance. Customer mentioned that the drawer was unable to recover. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.